Event description:
The zilver stent was deployed through a 7 fr vcf sheath. The doctor noticed when removing the stent delivery system through the 7 fr sheath that it was a "little" difficult pulling the delivery system back through the sheath. He finally removed the delivery system and noticed the white inner catheter tip had fallen off inside the 7 fr sheath. The doctor was able to snare the end of the sheath from the opposite side and retrieve the white tip of the delivery system and the 7 fr sheath. The patient did not sustain any adverse effect from this event.